Manufacturer narrative:
Investigation by sysmex corporation in (B)(4) determined lightning caused an excessive voltage that exceeded the product standard to be applied to the power supply unit. The surge absorber of the board was damaged. There was no abnormality found in the manufacturing of the product. The board was replaced and the instrument was operational. Any incident with excessive heat has the potential to cause user harm. The pcb is made of flame resistant materials and covered with a metal shield, but excessive heat from the event poses a risk of inhalation of smoke and/or harmful vapors from melted materials. The pcb is not accessible to the user, and is grounded, reducing the potential for harm due to shock.

Event description:
The user reported a power outage occurred during a thunderstorm. The analyzer power remained on through the use of an uninterrupted power supply (ups). When the user tried to perform sample analysis, the sampler was not functioning. A sysmex field service engineer (fse) went on site and found the surge absorber on the printed circuit board (pcb) power supply was charred due to excessive heat.